Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged, it had pulled back into the right atrial appendage. The lead was revised and remains in place. No patient complications have been reported as a result of this event.